Event description:
Health professional reported an alleged leak in the access port of the lap-band system. This event was confirmed by the surgeon during an adjustment fill. The pt had stated not to feel restriction. The port was removed and replaced. The serial number and implant date as well as any other available info had been requested. F/u results are pending at this time and will be submitted to the FDA in a f/u report upon receipt.

Manufacturer narrative:
Taper unk. Medwatch sent to FDA on: (B)(4) 2012. The reporter of the complaint was asked to return the product for analysis as well as to indicate the product serial number, the date of the event, and the implant date. The info has not yet been received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Further info from the reporter regarding the serial number of the device and the implant date has been requested. Device labeling addresses the possible outcome of leakage as follows: 'deflation of the band may occur due to leakage from the band, the port or the connector tubing."